Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery spatula instrument for failure analysis investigation. The instrument was analyzed and was found to have a missing flush tube. The flush tube did not return with the instrument. Luer plate did not exhibit damage. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a white pipe was coming out of the head of the robotic arm. The issue was detected during manual cleaning. The instrument has been sent for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument interior pieces came out. There was no report of patient involvement or patient injury.